Event description:
The customer reported that approximately 3 ml of fluid consisting of blood leaked from the manual mode probe of the lh 500 hematology analyzer while running samples in both primary and manual modes. The customer stated that the instrument did not generate any error messages during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered a slightly misaligned probe causing a lack of vacuum for proper aspiration. The fse stated that it appeared as if there was a piece of tubing or wires behind the probe wipe assembly which was preventing the probe block from moving down completely to the proper position. The fse cleared the obstruction and verified alignment of the probe block to resolve the issue. Failure mode of the leak is attributed to a misaligned probe block. (B)(4).